Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported two instances of their light handle covers detaching and falling into the sterile field during a patient procedure. No report of injury.

Manufacturer narrative:
Steris has confirmed the reported issue. The polyblend plastic material that is used to form the light handle cover was sourced from a secondary supplier beginning in october 2022 and may not meet performance specifications. Steris initiated a recall (removal) of the affected product on march 3, 2023.